Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-04564. It was reported that the patient presented with a right ventricular lead that was over-sensing noise and was not capturing. The right atrial lead was also over-sensing. The leads were capped and replaced. The patient was doing fine before and after the surgery.

Manufacturer narrative:
The date received by manufacturer should have been 13 mar 2020.

Event description:
New information received on (B)(6) 2020, indicates that the lead was sensing intermittently.